Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Hardware low-level failures alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump passed self test. Insulin pump had stuck button error alarm. Customer stated that the up and down button may stuck. Customer stated that the they had to press ok button twice to get respond. The insulin pump will be returned for analysis.